Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of three devices used during the same procedure. Refer to MFR report # 3005099803-2009-05339, and 3005099803-2009-05341 for the associated device reports. It was reported to boston scientific corp that three resolution clip devices were used during a hemostasis procedure in 2009. According to the complainant, it was thought there was abundant bleeding in the duodenum. The scope was placed in the duodenum and the first clip device was advanced. The clip was not able to extract in the bulb. When the clip was removed from the pt the clip would open. The catheter was placed into the scope again, but when in place in the duodenum, the clip would not come out. A second resolution clip was deployed, but it remained open and did not grasp the bleeding vessel. When the nurse tried to deploy the third clip, the blue handle was loose and not working, so the clip could not be deployed, it was stuck in the catheter. The pt was sent to surgery to resolve the bleeding. Requests to obtain the pt's status post procedure have been unsuccessful to date.